Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 2.75 x 12 mm taxus express2 atom drug eluting stent (des) was unable to advance to the calcified target lesion in the diagonal branch. It was noted that during the procedure "the stent frayed." The sds was removed successfully without complications to the pt and the procedure was completed with another 2.25 mm taxus express2 des. The pt's current condition is listed as "fine."